Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted to treat a lesion in the left anterior descending coronary artery. The moderately calcified lesion was pre-dilated with a 3.0mm ptca balloon prior to the insertion of the device. During an attempt to reach the target lesion with the stent delivery system, the stent dislodged from the delivery balloon onto the guidewire. The dislodgement of the stent occurred between the left main coronary artery and the left anterior descending coronary artery. Attempts to insert the delivery balloon back through the stent were unsuccessful. Subsequently, a 2.0mm ptca balloon was inserted into the undeployed stent and was successfully removed from the pt. The target lesion was then treated with the deployment of three other manufacturer's stents. The patient was reported to be fine post procedure and there are no additional clinical sequelae reported related to the event.